Event description:
It was reported that a clamp issue and force sensor error intermittently was experienced. No patient incidents with this syringe pump.

Event description:
It was reported that a clamp issue and force sensor error intermittently was experienced. No patient incidents with this syringe pump.